Event description:
It was reported that a perforation and a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed and a versacross connect laac access solution was selected for use. The physician gained access via the right femoral vein and advanced the was up to the superior vena cava (svc) and pulled down to the septum. Once crossed through the septum, the physician noticed an issue, thus the transesophageal echocardiography (tee) was checked for a pericardial effusion, and it was observed that there might have been an effusion, believed to be in the left atrium (la). The physician asked for a 20mm closure device to close the appendage. The 20mm closure device was not big enough for the appendage, so it was exchanged for 24mm closure device. The 24mm closure device was successfully implanted in the patient. Immediately following the implantation of it, the physician checked for effusion on tee again the effusion had grown during the end of the case and the patients pressure was dropping. The cardiothoracic surgeon was called and performed a successful pericardial window on the patient. The patient was held for observation and has been discharged home with no further complications on (B)(6) 2024. The device is not expected to be returned for analysis. No pe was noted prior to the procedure. The patient was not under warfarin nor antiplatelet at the time. The physician suspected that the effusion was most likely caused by a perforation, that have occurred during transseptal crossing, from right to left side.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.

Manufacturer narrative:
The device was not returned for analysis. However, based on the media provided, the reported allegation of pericardial effusion was confirmed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a perforation and a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed and a versacross connect laac access solution was selected for use. The physician gained access via the right femoral vein and advanced the was up to the superior vena cava (svc) and pulled down to the septum. Once crossed through the septum, the physician noticed an issue, thus the transesophageal echocardiography (tee) was checked for a pericardial effusion, and it was observed that there might have been an effusion, believed to be in the left atrium (la). The physician asked for a 20mm closure device to close the appendage. The 20mm closure device was not big enough for the appendage, so it was exchanged for 24mm closure device. The 24mm closure device was successfully implanted in the patient. Immediately following the implantation of it, the physician checked for effusion on tee again the effusion had grown during the end of the case and the patients pressure was dropping. The cardiothoracic surgeon was called and performed a successful pericardial window on the patient. The patient was held for observation and has been discharged home with no further complications on (B)(6) 2024. The device is not expected to be returned for analysis. No pe was noted prior to the procedure. The patient was not under warfarin nor antiplatelet at the time. The physician suspected that the effusion was most likely caused by a perforation, that have occurred during transseptal crossing, from right to left side.